Event description:
Olympus medical systems corp (omsc) was informed that during laparoscopic-assisted colectomy, the probe of the subject device broke when the physician was cleaning it outside the patient's body. The procedure was completed with another device. There was no report of patient's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 16mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we concluded that the probe was cracked due to using the subject device having the scratch on the probe continuously, and broke eventually due to the load applied to the distal end of the probe during cleaning it. As the cause of the scratch on the probe, it is possible that the physician scraped the probe with a sharp object such as a scalpel to remove carbonized tissue accumulated on the probe, or activated the ultrasound output while the probe tip was in contact with metal such as a clip and forceps. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.